Manufacturer narrative:
(B)(4). Additional: it was reported performance pull off suture needle. An empty opened folder and a dispensed suture were received for analysis. During visual inspection of the sample, body fluids were noted on the strand and the end was cut appears to be by use of surgical instrument. In addition the needle was not returned for evaluation to determined the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, jv452 mmbcrhr0 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a veterinarian that a female dog underwent mastectomy on unknown date and suture was used. During suturing of the abdominal wall of the subcutaneous tissue, the needle pulled off the thread after some tissue crossings, without any force applied. A like device was used to complete the procedure.